Event description:
It was reported that both monitors on the 9800 system had images burned into them. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The both monitors were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.